Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device pacemaker doesn't work. There was no reported patient involvement/adverse patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Patient involvement updated. (B)(4).

Event description:
It was reported that the device pacemaker doesn't work. Philips received further clarification that there was a patient involved. The patient was connected to the pacemaker function of the defibrillator and to a vital signs monitor. Both devices showed different measurements. The defibrillator was changed and the pacemaker function of this new defibrillator showed the same measurement as the vital signs monitor. There was no harm to the involved patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.